Manufacturer narrative:
B5: the patient with a history of nocturnal lagophthalmos experienced blurred vision. H6: work order search: no additional complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H11 - manufacturer narrative: refractive error is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients eye. Residual refractive error was reported by the surgeon. Lasik surgery was performed and the problem resolved. Lens remains implanted. The cause of the event was reported as other, "unrelated to device but related to procedure."